Event description:
During a ptca procedure involving a calcified and 90% stenotic lesion in the middle portion of the rca, the balloon ruptured at 14 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) An athlete gt guide wire and a 7f fr4 guide catheter were also used in this case. The procedure was successfully completed. Patient status is reported as `good.'